Manufacturer narrative:
Model number/catalog number: sc-2218-70, (B)(4), model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient developed infection at the ipg and lead sites. It was noted that patient had fever with developing scab over ipg site. Computerized tomography (CT) scan was taken and found infection. Physician believed that infection was not device or procedure related but to patients susceptibility to infection as reported from previous surgeries and patients body habitus. Antibiotics were prescribed. Patient underwent an explant procedure.